Event description:
It was reported that the patient complained of chest pain one week post implant. It was further reported that the right ventricular (rv) lead had high thresholds. The lead was repositioned and reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.